Manufacturer narrative:
Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Manufacturer narrative:
(B)(4). After review of the medical records the revision operative note indicated a loose stem and sleeve and pain. There was no mention of increased metal ions or metallosis as litigation stated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised because of loosening of the sleeve, no ingrowth was noted.

Manufacturer narrative:
The report states: the patient was revised because of loosening of the sleeve, no ingrowth was noted. Doi: (B)(6) 2007 - dor: (B)(6) 2009 (left side). **update** (B)(6) 2011 - litigation papers allege patient has suffered and continues to suffer very serious bodily injuries and substantial pain and suffering. It is also alleged that patient has suffered from pain and joint derangement that will require yet a third implant surgery. It is further alleged that patient has undergone an MRI that demonstrates fluid collections in his hip joint indicative of inflammation and metallosis. It is also alleged that blood testing has confirmed abnormally elevated levels of metals including chromium and titanium. It is also alleged that he suffers from pain, altered gait, limping, extreme discomfort, knee pain and a much altered quality of life. It is further alleged explant surgery has been recommended by his surgeon. Doi: (B)(6) 2007. Patient is a resident of (B)(6). The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The report states: the patient was revised because of loosening of the sleeve, no ingrowth was noted. Doi: (B)(6) 2007 dor: (B)(6) 2009 (left side). Update (B)(6) 2011 - litigation papers allege patient has suffered and continues to suffer very serious bodily injuries and substantial pain and suffering. It is also alleged that patient has suffered from pain and joint derangement that will require yet a third implant surgery. It is further alleged that patient has undergone an MRI that demonstrates fluid collections in his hip joint indicative of inflammation and metallosis. It is also alleged that blood testing has confirmed abnormally elevated levels of metals including chromium and titanium. It is also alleged that he suffers from pain, altered gait, limping, extreme discomfort, knee pain and a much altered quality of life. It is further alleged explant surgery has been recommended by his surgeon. Doi: (B)(6) 2007. Patient is a resident of (B)(6). Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. The investigation can draw no conclusion with the information provided. Additionally, research using the as400 system indicates that several other devices from the reported lot have been delivered and are considered successfully implanted as no other reports have been received. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The devices associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot code since its release for distribution. The investigation could not draw any conclusions regarding the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.